Manufacturer narrative:
The device was received and evaluation was completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for flow accuracy and delivered within range. The device was determined to meet all product specifications related to the reported event. The reported no infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review was completed and found three upstream occlusion alarms occurred on the reported event date, however the history log cannot be used to determine if the alarms are true or false. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for upstream occlusion detection and the device was able to detect an upstream occlusion properly. The device was able to run a loaded set without occurrence of a false upstream occlusion alarm. No correction is required. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion and no infusion. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.